Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery self-activated while inside of the cannula. A beeping noise was heard and smoke was seen coming from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25142727, 25142595, and 25141264 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history. The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of char and tissue were observed on the jaws. The heater is observed to be flexed away at the center of the hot jaw. The wire remained attached at the base and at the tip of the hot jaw. The silicone insulation on both jaws was melted, charred, cracked and whitish in color. Heavy sign of blood were observed on the harvesting tool hand and toggle. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. We were unable to reproduce any electrical failure. Based on the results of the evaluation, the reported failure mode ¿self activation or keying¿ was unable to be confirmed, but was confirmed for the analyzed failure modes ¿material twisted/bent; wire" and "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery self-activated while inside of the cannula. A beeping noise was heard and smoke was seen coming from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.